Manufacturer narrative:
Patient information unavailable from facility.

Event description:
Patient underwent angiogram and atherectomy followed by angioplasty with a quick cross select device being used during the procedure. After the procedure, when removing the peripheral guide wire, the device was noted to be sheared. Per report, a portion of the inner lumen of the device came out with the guide wire; it appeared that the inner lumen was "carved out". Patient survived procedure with no reported patient harm.